Event description:
It was reported that during a cysto right retrograde procedure, the basket broke. The target lesion was in the ureter. A graspit 2.6 x 90 had been advanced into the pt. At an unspecified time, during the procedure, the device broke in the ureter; however, "nothing fell into the pt". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "well".